Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was admitted to the hospital. Review of the system revealed the right ventricular (rv) lead exhibited high pacing threshold measurements and a rise in pacing impedance measurements from 700 to 1500 ohms. The physician believed the rv lead may be fractured so the system was reprogrammed. Additional information provided from the field indicated that no abnormalities were observed with the rv lead under x-ray and the physician believed the syncope was due to the patient's own condition. No intervention will be performed and the patient will continue to be monitored. The rv lead remains in service and no additional adverse patient effects were reported.